Manufacturer narrative:
(B)(4). The customer reported that the ac power and the battery charge leds were not lit, and the battery failed to charge. There was no report of pt involvement. The unit was evaluated locally by a philips filed service engineer and the failure was verified. Replacement of the power supply resolved the failure. The unit passed all post-service testing and remains at the customer site.

Event description:
The customer reported that the ac power and the battery charge leds were not lit, and the battery failed to charge. There was no report of pt involvement.